Event description:
The consumer indicated her tampon unraveled upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.